Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching (ams) due to noise was noted on the right atrial (ra) lead. The ra lead remains implanted and is being monitored. The patient was in stable condition.